Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified vessel. Prior to removing the device from the packaging, it was noted the stent of the 9x29 mm omnilink elite was not fixed on the delivery system. The device was not used and there was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents/complaints from this lot. The investigation determined the reported stent dislodgement appears to be related to the operational context of the procedure. In this case, there was no damage noted to the stent delivery system (sds) during the inspection prior to use or during preparation which suggests a product quality issue did not contribute to the reported difficulties. Additionally, return analysis noted crimp marks visible on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. It is likely that the sds interacted with the patient¿s moderately calcified lesion during advancement, resulting in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.b6 - relevant test/laboratory data: revised h6- patient code 2645 was updated to 2199.

Event description:
Subsequent to the initially filed reports it was reported that the procedure was to treat the left internal iliac artery with moderate calcification and no tortuosity. The device was inserted into the anatomy to the target lesion without resistance; however, the physician then decided to pre-dilate the lesion so the omnilink elite stent delivery system (sds) was removed. When the sds was going to be re-inserted it was noted the stent had dislodged. There were no adverse patient effects. No additional information was provided.